Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and lost sensor. Customer's blood glucose has been fluctuating between 200mg/dl-250mg/dl. Performed displacement test and passed. Manual prime was successful and pump did not alarm motor error alarm.